Event description:
Consumer called to report her logic meter is not accurate. Readings are very erratic. Analysis run on clark error grid using mean avg. Readings(268) vs. Bd readings of (432, 104) yielded data points in the c/d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product returned to conduct quality investigation.